Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood were observed on the jaws. The clear silicone insulation of the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw, twisted, and detached from the tip of the jaw. Based on the photographic inspection, the reported failure "material twisted/bent; wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000332763 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the jaw was broken. Per photos provided by the complainant the heater wire appeared to be lifted from the silicone. Another unit was used to complete the procedure. No delay. No injury reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.